Manufacturer narrative:
B3- date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the lead insertion site. Patient was prescribed oral antibiotics. Surgical intervention took place on 25 march 2024, where the entire system was explanted.